Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 where the anchor was removed. The removed anchor was found to have visible fractures. The leads were tested and confirmed fully functional so were not revised.

Manufacturer narrative:
Correction d1, d2a, d3, d4 fields: model number, catalog number, serial (blank) lot number, expiration date, primary unique identification (UDI) number. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the anchor site is protruding and causing discomfort. It cannot be determined which anchor from the lead kit contributed to the event. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Anchor involved is from within the lead kit. It is not known if it is the cinch anchor or butterfly anchor. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: a000110340.